Manufacturer narrative:
(B)(4). It was reported performance pull off suture needle. An empty opened foil, a labeled winding former, a detached needle and a used suture of product code j433, lot # mmm282 were returned for evaluation. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected, no suture remnant was noted into the barrel hole and the needle present body fluids and marks by use of a surgical instrument. During the visual inspection of the suture, the surface present body fluids, but the ends of the suture were noted clean and the insertion end of the needle was correct, one of two suture ends present open filament by use. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of the performance pull off suture needle is an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: confirm the specific number of devices (total qty actually involved with reported issue) that failed during this reported event /procedure because the event report implies only qty 1 suture involved/affected? --the failed quantity is 2, and only 1 can be returned for analysis. Note: events reported in 2210968-2019-89575.

Event description:
It was reported that a patient underwent an ophthalmic surgery on (B)(6) 2019 and suture was used. During the procedure, the suture pulled off. Changed another one to complete surgery. There were no adverse patient consequences reported. No additional information could be provided.